Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: march 06, 2024 section h-3: device evaluated by manufacturer: yes device evaluation: visual inspection reveal the lens was received cut. The lens was cleaned revealing one haptic was damaged. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4, a5, a6: unknown/ asked but not available. Section b3: date of event: unknown/not provided. Section d6a: if implanted, give date: unknown/not provided. Section d6b: if explanted, give date: unknown/not provided device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient complained of severe halos and glares from the preloaded multifocal lens. A secondary surgical intervention was required. No further information is available.